Manufacturer narrative:
Site reported post-lasik patient underwent lal implantation in (B)(6) 2020, with light treatments completed in (B)(6) 2020. Upon return to clinic in (B)(6) 2020, best corrected visual acuity was 20/25. The lal was explanted on (B)(6) 2021. It was determined that the lock-in treatment was performed with the patient's iris not fully dilated. This resulted in an incomplete lock-in of the lens. After completion of the lock-in procedure, the patient stopped wearing the uv protective eyewear, causing the lens to continue to polymerize. The explanted lens was returned for evaluation. Inspection of the returned lens confirmed the presence of a zone in the center of the lens, which is indicative of continued photopolymerization of the lens.

Event description:
Site reported post-lasik patient underwent lal implantation in (B)(6) 2020, with light treatments completed in (B)(6) 2020. Upon return to clinic in (B)(6) 2020, best corrected visual acuity was 20/25. The lal was explanted on (B)(6) 2021.

Manufacturer narrative:
Site reported post-lasik patient underwent lal implantation in (B)(6) 2020, with light treatments completed in (B)(6) 2020. Upon return to clinic in (B)(6) 2020, best corrected visual acuity was 20/25. The lal was explanted on (B)(6) 2021. Rxsight's first awareness of the event occurred on (B)(6) 2021. Device history record for the lens was reviewed. No issues were noted. The explanted lens has been received and is being evaluated.

Event description:
Site reported post-lasik patient underwent lal implantation in (B)(6) 2020, with light treatments completed in (B)(6) 2020. Upon return to clinic in (B)(6) 2020, best corrected visual acuity was 20/25. The lal was explanted on (B)(6) 2021. Rxsight's first awareness of the event occurred on (B)(6) 2021.